Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. There was an injury alleged with this complaint. The injury was reported as being pinched by the seat. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
Went to use commode and noticed crack on left side of seat running from front to back. Allegedly seat pinched her, but no medical treatment was necessary.